Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt diaphragmatic stimulation, and presented to the hospital. Interrogation of the device revealed that the implantable cardioverter defibrillator was in backup mode. The device was restored to original settings, and the diaphragmatic stimulation stopped. The patient was in stable condition.